Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart device on (B)(6) 2016. Patient's father turned the bluetooth off and then on again and the issue was resolved. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 02/04/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.